Event description:
Failed right total knee arthroplasty - tibial component (at time of re-operation) was protruding off the tibial tray which was firmly seated to the proximal tibia with methyl methacrylate.